Event description:
The customer reported calling the paramedics due to low blood glucose levels. The customer's blood glucose reading was 32 mg/dl. The customer stated that she was not connected to the infusion set during the manual prime. Troubleshooting was performed, and the reservoir volume was accurate. The customer did not mention that the insulin pump was exposed to an MRI and body scanners at the airport. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.